Manufacturer narrative:
(B)(4). One actual sample was received for analysis. A visual inspection was performed and identified a hole in the tubing. Functional testing performed was leak testing, clear passage testing, clamp function testing and integrity of seal surface test. During leak testing it was noted that there was a leak through hole in tubing. The integrity of seal surface test was performed with no leak noted between the lab titanium adapter and the patient adapter. Clear passage and clamp function testing was performed with no issues noted. The reported problem of leak was verified during leak testing and the cause was determined to be the hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set experienced a leak. The transfer set¿s tube was stuck in the drum parts inside the device and solution was leaking from underneath the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.